Event description:
While troubleshooting differential vote outs on the lh750 instrument, the customer noticed a leak and the tubing from the bottom of the flow cell appeared to be disconnected. The volume of the leak was reported as 5 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with this event.

Manufacturer narrative:
The customer reconnected the tubing to the bottom of the flow cell but called back to report the tubing continued to pop off and requested service to resolve the issue. A field service engineer (fse) was dispatched. He replaced the sample line from the differential mix chamber to the flow cell to resolve the leak. The fse also noted the retics test run in manual mode would yield flow cell clog error messages or the cv (coefficient of variation) values on reproducibility would be out of range. He removed the bsv (blood sampling valve) , cleaned the ports and replaced the red stripe tubing to ports 2,3 and 4 on the bsv. He replaced the actuators and pinch valve tubing at vl97b (valve 97b) and vl80b (valve 80b). This repair was incidental and not related to the leak reported. Upon recur; the failure mode identified could generate erroneous differential results due to improper sample flow from the mix chamber to the flowcell. (B)(4).